Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14006. It was reported that the patient presented for the replacement of the right atrial lead due to noise and low pacing impedance. During the procedure it was also observed the right ventricular lead exhibited high capture thresholds, and insulation breakdown. Both the atrial and ventricular leads were explanted and replaced. The patient tolerated procedure well and was in stable condition.

Manufacturer narrative:
Transposed with MFR: 2017865-2020-14006.